Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Unable to verify shaded grey or high pitch sound due to blank display anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer¿s cannot recall blood glucose reading. Customer states insulin pump shows shaded grey and high pitched sound. The sound occurred frequently. Troubleshoot was performed. Customer states the insulin pump was exposed to moisture. Customer states blank display was caused by sweat. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.